Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2022 and experienced a sudden onset of low flows, with flow noted at 0.0 liters per minute (lpm) for a period of time. The flow rose to the 1-2 lpm range. The patient's blood pressure was stable and a heparin drip was started, although it was unknowingly put in an infiltrated intravenous (IV) and therefore the patient was not receiving the medication. On the initial onset of the low flows the patient became hypotensive, lightheaded, dizzy, and near syncope but all seemed to mostly resolve shortly after the onset. There was a concern for outflow graft obstruction and the patient was sent for a computerized tomography angiography (cta). The log files captured multiple low flow alarms on (B)(6) 2022 and (B)(6) 2022. The morning of (B)(6) 2022, the patient was given their first dose of coumadin which created a hypercoagulable state in their blood. A few hours after the first dose was given, the patient had a sudden drop in flow to zero that occurred after the patient was being sat up in a chair. The patient's system controller was exchanged on (B)(6) 2022 at 21:5:47 to troubleshoot the sudden onset of low flow alarms to rule out any equipment issue. Cta results confirmed an outflow graft obstruction. The cta showed lobular thrombus that filled the input port of the left ventricular assist device (lvad). Thrombus nearly completely filled the output graft of the lvad with the superior 2.5 centimeters of the graft adjacent to the aortic anastomosis seen to be widely patent. The tiny right pneumothorax had satisfactory positioning of the right basilar chest tube. There was no sign of pneumothorax on the left with satisfactory positioning of left basilar chest tube. There was moderate atelectasis of the dependent portions of both lower lobes with small bilateral pleural effusions. There was no sign of congestive failure. The left internal jugular swan-ganz catheter tip was in the segmental artery of the apical-posterior segments of the left upper lobe. The catheter could be withdrawn 2-3 centimeters to place it in the left upper lobe or left main pulmonary artery. The patient had an urgent pump exchange on (B)(6) 2022 due to the thrombus in the outflow and inflow cannula. It was determined that the obstruction of the inflow cannula and outflow graft caused the low flow alarms and the alarms resolved after pump exchange. After the device was exchanged, the thrombus was found obstructing the inflow cannula and the outflow graft was flushed/cleaned out. The patient was recovering well from the exchange.

Event description:
It was reported that bedside pocus revealed a mildly dilated left ventricle and severely dysfunctional left ventricle with aortic valve opening every beat, and mildly decreased right ventricle function.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of thrombus formations within the inflow cannula and pump outflow which would have contributed to the low flow events captured within the submitted log files. The reported event of outflow graft thrombus could not be confirmed as the outflow graft was not returned for evaluation and no computed tomography images were provided for analysis. Although a specific cause for the thrombus formations could not be conclusively determined through this evaluation, it was reported that the patient did not receive the intended anticoagulation treatment prior to the reported event. Additionally, a direct correlation between the device and the reported right ventricular dysfunction and patient-related conditions could not be conclusively established through this evaluation. The controller event log files contained data from 16sep2022 through 17sep2022. The files captured a sudden decrease in estimated flow on 17sep2022 which resulted in a low flow hazard alarm. The alarm remained active until the driveline was disconnected approximately 7 minutes later, consistent with the reported controller exchange. Following the connection of the driveline to the backup controller, the low flow hazard alarm returned and remained active for the remaining duration of the files. No other notable events or alarms were captured. The photographs submitted by the account captured the device at multiple angles after the patient¿s explant procedure. It should be noted that the outflow graft and bend relief were disconnected from the device and were not captured in any of the photographs. Thrombus formations were observed within the lumen inflow extension as well as the pump outflow. The formations appeared to be occlusive of the blood flow path and would have contributed to the low flow events captured within the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft, bend relief, and apical cuff were also not returned. Evaluation of the inflow extension lumen revealed a red, loosely adhered thrombus formation extending from the distal portion of the inflow extension into the base of the rotor well. This formation was consistent with coagulated blood and appeared to be an extension of the inflow thrombus formation captured in the submitted photographs. An additional red, loosely adhered thrombus formation was observed within pump outflow, also consistent with coagulated blood observed in one of the submitted photographs. This formation appeared to be associated with poor surface washing due to an interruption in flow through the pump. The sudden drop in flow captured within the submitted log files suggests that they formed acutely; however, a duration of time for which the formations were present in the device could not be determined. There was incidental finding of damage to cuff lock. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. This section also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 5 of the IFU, ¿surgical procedures¿, describes the steps to ensure proper engagement of the cuff lock. Additionally, this section notes ¿if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection.¿ section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Additionally, the IFU and patient handbook provide suggested responses in the event of infection as well as care instructions in regard to preventing infection. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The heartmate 3 lvas surgical hand tools IFU is also currently available. This document provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Furthermore, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch number # mw5112340 was received 27sep2022.